Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Cable reseated.

Event description:
The customer reported the device alarmed and showed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient, but no patient harm reported. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb and data acquisition pcb to motor controller pcb cable for the reported problem. The biomedical engineer reported the cable was loose and he reseated the cable and the reported problem did not recur. The unit was back in service.